Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009 (age unk, however, over 18 years). According to the complainant, during the procedure, the device would not take an adequate biopsy sample. It was reported that the device may have not been able to close completely, however, this could not be confirmed by the reporting person. No samples were collected with this device. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not ben received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).